Manufacturer narrative:
Received 6 unopened silastic foley catheters. The reported event was confirmed as use-related. Per the visual inspection, the samples were examined and found what may be evidence of ozone damage. Factors which may contribute to this problem are storage in excessive heat or cold, or storage near fluorescent lighting, electric motors or ozone generating equipment (i.e., x-ray equipment). For this reason, latex products should not be stored in close proximity to any of these electrical devices or equipment. Such products should be stored in their original cartons with the end flaps closed, away from direct lighting and extreme temperatures and should be rotated to ensure that the oldest products are used first. The reported condition could not be attributed to a manufacturing-related process. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the rubber tubing of the inflation port cracked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the rubber tubing of the inflation port cracked.